Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. During patient therapy, it was observed that the device had hardly infused the mediation dose. The device had been filled with an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. During patient therapy, it was observed that the device had hardly infused the mediation dose. The device had been filled with an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: the device had been filled with piperacillin/tazobactam 13.5g and citrate buffer in 230ml of 0.9% sodium chloride (previously submitted as unspecified medication). Additional information was added to h4, h6 and h10: h4: the lot was manufactured from august 19, 2021 - august 20, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.